Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the probe was found to be broken off at 16.5mm from its tip. Scratches were observed around the broken surface of the probe. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The cracks were spreading out from the black discoloration area. A likely factor of the event might be the following: 1.) The ultrasonic output was activated while the probe was in contact with the hard objects such as clips or forceps, or the probe was scraped by using a sharp object, such as surgical tools to remove foreign substance adhesion. As a result, the probe had scratches. 2.) A force might have been applied to the probe due to continuous use of the probe with scratches. Therefore, the probe broke at the scratched area. The instruction manual (drawing number: ge3629, revision number: 19) identifies the following related verbiage: ¿if the ultrasonic output stops during the procedure, the ultrasonic output warning lamp of the generator lights up and a warning tone sounds, immediately remove the insertion section of the instrument from the patient, with the transducer and connection cable connected. Then inspect the probe and the handle as follows. Otherwise, patient injury and/or equipment damage could occur. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported during a laparoscopic deep rectum procedure, the sonosurg scissors became defective (probe failed) after two operations. The operating doctor replaced the scissors and completed intended procedure. There was no patient injury.

Manufacturer narrative:
The scissors was not was returned to for evaluation ( although anticipated). An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.